Event description:
It was reported to philips that the system shut down, and was unable to boot back up, despite reboot attempts. The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed system unable to boot up. Upon troubleshooting, fse found ups was causing system to shut down. To resolve the issue, fse bypass the ups. After bypass the ups, system returned to good working condition. The codes were updated based on the investigation outcome.